Event description:
No adverse event related to this incident. As the snare was closing around the polyp, the snare wire broke off from the catheter. The wire piece was retrieved and no patient injury was noted.